Event description:
See MDR 9680794-2013-00095 for the first event with the same pt. This report involved (B)(6) female pt, (B)(6). It was reported that in the ICU during insertion the swg kinked. As a result, a new kit was opened, however the same issue occurred. This issue occurred a total of 3 times on this same pt. A delay was reported, however there was no reported death or complications to the pt as a result of this delay or occurrence. See MDR 9680794-2013-00097 for the third event.

Manufacturer narrative:
(B)(4). The device will not be returned.